Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 361 mg/dl and 116 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Reporter indicated that a patient could not feel any vns stimulation, and that a consult with an ent specialist revealed there was no vocal cord movement with vns stimulation, which was not an expected event. There were no issues with the vocal cords themselves. The patient was recently implanted with the vns, and has never felt any stimulation, even when the stimulation was increased. Vns diagnostics results indicate normal device function. It is felt by the reporter the vns electrodes are likely not on the vagus nerve. The vns has been disabled. X-rays were received and reviewed by the manufacturer. No lead anomalies were visualized that may be contributing to the patient not feeling any stimulation; however, it cannot be determined by x-ray review alone if the electrodes are on the vagus nerve. Surgical intervention to explore the vns lead area is planned, but a surgery date has not been set.